Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device. This complaint and MDR will be reopened in the event the product involved or additional information becomes available.

Event description:
On 11/6/23, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.